Manufacturer narrative:
(B)(4).

Event description:
It was initially reported via stelobot on (B)(6) 2025 that a detached sensor occurred. The biosensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported that the sensor wire was retained in the customer's skin and had an infection. The customer removed the sensor that day. On (B)(6)2025, follow up contact with the customer was made. After the initial report on (B)(6) 2025, the customer developed symptoms (redness and an infection) at the site. The customer consulted a medical doctor on (B)(6) 2025. The md prescribed an oral antibiotic (doxycycline 100 mg tab, 2 times per day for 7 days). The doctor was not able to remove the sensor wire from the skin (unspecified method). A consult with a dermatologist was suggested.(B)(6) 2025, the customer had an appointment for surgical wire removal with a dermatologist. At the time of the follow up contact, the sensor wire surgery had not occurred. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
It was reported via stelobot that a detached sensor occurred. The biosensor was evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).